Event description:
An aneurx stent graft system was inserted into a patient for endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is severely calcified iliac arteries with mild tortuosity. It was reported that the physician inserted the bifurcated stent graft with a slight resistance but was able to advance the stent graft to the intended landing zone, deploying the stent graft accurately below the renal arteries. After the deployment of the stent graft, the patient's blood pressure dropped, the physician noted excessive blood at the insertion site. There was a dissection in the iliac artery. The physician performed a retro-peritoneal cut down and clamped the proximal common iliac artery. The physician elected to cannulate the gate on the other side extending down to the right common iliac artery. The physician than ligated the vessel in the left common iliac artery. The physician performed a femoral to femoral to femoral by pass. No additional clinical sequelae were reported and the patient is fine.